Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch kj7699, batch kk2369, batch kk2384, batch kk2393. The device history records were reviewed for the possible batch numbers and the manufacturing criteria was met prior to the release of this lot. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of index surgical procedure?...(B)(6), 2016. Other relevant patient history/concomitant medications ¿no further information has been provided. Product lot number used?...possible lots: kj7699, kk2369, kk2384, kk2393. Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction) ¿the location was an area from the dermic layer to the epidermis at the surgical wound of the caesarean section. What was the onset date, time from the index surgery? ¿pod4. Do you have any photos of the patient symptoms/ reaction?....ulcer and skin necrosis. Was medical intervention required to treat the patient condition? ¿wound cleaning and apply ointment (not steroid). Does the patient have known allergic history to medical device, food or medications? ¿no information. Was there any allergy testing performed and results? The surgeon thinks it might not be allergy related pds. The biopsy was performed but the result was not provided. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? ¿the tissue from the dermic layer to the epidermis at the surgical wound became ulcerated. Also, the epidermis became necrotic. How was the suture placed, (interrupted or continuous)?...continuous. Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue?...no information. Was the suture reprocessed (ie. Re-sterilized) before use?...no, it was not. Do you have product for evaluation, return date, tracking information?...no product will be returned. What is physicians opinion as to the etiology of or contributing factors to this event?... The surgeon thinks it might not be allergy related pds. What is the patient current status?...she was in the hospital as of (B)(6).

Event description:
It was reported that the patient underwent cesarean section on (B)(6) 2016 and suture was used on the dermic layer. On post-operative day 4, an area from the dermic layer to the epidermis at the surgical wound became ulcerated and the epidermis became necrotic. The patient underwent wound cleaning and non-steroidal ointment was applied. It was reported to be suspected that the symptom was inflammatory reaction or allergic reaction. The surgeon opined it might not be allergy related to the suture. The biopsy was performed but the result was not provided. As of (B)(6) 2016, the patient was in the hospital. No additional information was provided.